Event description:
The customer stated that a sample containing anti-m and possibly another unidentified antibody was reacting inconsistently on the ortho provue analyzer. The sample also reacted inconsistently in gel and alternative tube method. The customer was unable to determine whether the sample was homozygous or heterozygous for anti-m using the tube method. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the customer site and performed camera adjustments. The customer ran controls of the patient sample. The control results were acceptable, however, the patient's result was still negative. Visual inspection of the processed card was negative. The customer confirmed that the instrument was functioning as expected. An ocd lab specialist followed up with the customer and found the sample contains anti-m antibody reacting inconsistently in manual gel and on the provue. The customer also confirmed that the patient had anti-m antibody using the tube method. The customer was unable to determine whether the anti-m antibody was homozygous or heterozygous. Incident appears to be sample related since the sample was inconsistently reacting in all the different methodologies. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).